Event description:
The doctor revised the left knee on (B)(6) 2014. The knee was still infected and the doctor had replaced the components and placed antibiotic beads in the knee. The doctor completed a frozen section today. The knee is no longer infected. The doctor replaced the distal femur to the tibia insert.

Event description:
The doctor revised the left knee on (B)(6) 2014. The knee was still infected and the doctor had replaced the components and placed antibiotic beads in the knee. The doctor completed a frozen section today. The knee is no longer infected. The doctor replaced the distal femur to the tibia insert.

Manufacturer narrative:
An event regarding infection involving a gmrs tibial insert was reported. The event was not confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. There are no device-related factors evident in this case as also supported by the x-rays where the devices appear intact. Device history review indicated that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining a root cause.

Manufacturer narrative:
Additional devices listed in this report: cat 6495-2-030, lot ed97t, description: gmrs dist fem comp std l 65mm. Cat 6481-2-150, lot ldl777, description: mrh hdp assembly pack. Cat 6495-3-601, lot 043230, description: gmrs tib rotatingsml comp. Cat 6481-2-120, lot ctd2359, description: mrh axle. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.